Manufacturer narrative:
The insulin pump passed self-test. No external ram crc error alarm. However, the insulin pump alarmed unexpected restart after battery change due to faulty connector on interface board. The insulin pump was received with minor scratches on display window, cracked case on display window corners and cracked reservoir tube lip.

Event description:
It was reported the customer had issues when changing their battery. Customer reported receiving an unexpected restart alarm on their insulin pump. Customer also stated a signal too low alarm occurred. The customer's blood glucose was 69 mg/dl. It was found the customer's temp basal was not programmed before the alarms occurred. Customer also stated their time and basal settings were maintained. The customer's insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.